Event description:
Falsely elevated troponin I result of 1.01 ng/ml was obtained on a pt. The results were not reported to the physician. The same specimen was retested on the same analyzer and troponin I result of 0.2 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field service rep indicated that the most likely cause for the falsely elevated result was a leak at the probe cleaner (sample drain).